Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2017-06828. It was reported the patient¿s leads showed high impedance. Reprogramming attempts were unsuccessful. The patient may be pending surgical intervention.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2017-06828. Follow up information identified patient underwent scs system explant.